Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: catheter. Product ID: 8784, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: catheter. Product ID: neu_unknown_cath, product type: catheter. (B)(4).

Event description:
It was reported an indium dye study was recently performed and the patient was ¿on his last day.¿ the drug was found to be moving slower than expected. The results were still being reviewed and no conclusions had been drawn. The reason for the call was to ask if the catheter was clear if the pump was emptied. It was reviewed the reservoir fill port only aspirated from the reservoir and not the catheter. The pump was used to deliver bupivacaine and baclofen (unknown). No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.